Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Returned for evaluation is a 5 fr d/l PICC. The catheter has been returned completely assembled. During functional testing a leak was observed emanating the distal lumen side of the catheter. The leak site is located between the 29 and 30 cm depth markers. Microscopic examination of the leak sites shows two partial tears. The leak sites are <0.2 inches in length. The tear edges are jagged and irregular. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing granular walls. The depth of the edge walls is uniform throughout the circumference of the tears. At this time, the mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
During decontamination a leak was emanating from the proximal lumen side of the catheter (red luer). The leak site was observed between the 29 and 20 cm depth markers.